Manufacturer narrative:
Continuation of d10: product ID 978b128; lot # va2q65b; implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q65b: explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-18 additional information was received from a manufacturer representative. It was reported that the cause of the impedances was unknown. The rep met with the patient on (B)(6) 2025 and a lead revision surgery was scheduled for (B)(6) 2025. On (B)(6) 2026 the rep reported that the patient's ipg and lead were replaced and no items would be returned to the manufacturer per the doctor.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial#: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had issue with symptom relief and an inability to increase the device. The representative was able to connect to the patient's implanted device, and impedances were all out of range on all electrodes. The patient denies any trauma or possible contributing cause. The doctor discussed a lead replacement, but no surgery date has been set.